Event description:
Information received from the field notes infection and erosion. The patient was not pacemaker dependent and had coronary artery disease. The patient's cardioactive medication was listed as beta blocker.~~~~~~~